Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed system overtemp error and the pump stopped. The unit was swapped and there was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the unit had error code 77, 148 times. So, in order to fix the issue, the fse replaced the scroll compressor and temperature sensor probe. The unit then passed all functional and safety tests per factory specifications. The unit was released to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 sn: (B)(6)40_dtech compressor scroll pn: 0206-00-0734 sn: n/a temp sensor these parts were received with a reported unit failure message of system over temperature error and pump stopped. Performed visual inspection of these parts received and all parts looks be in condition. Installed the all parts into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The fat dept, pumped the unit for 3 hours and the fat dept, did not observe system over temperature error on screen and unit did not stop pumping. Also, the fat dept, performed compressor output test and compressor output test passed within result of factory specification. The failure analysis and testing department could not verify the failure message of over temperature error and pump stopped. Compressor scroll and temp sensor passed testing. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev ap.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a